Event description:
In performing scaling with minimaster device, when the hygienist applied the tip against tooth nr 18, the pt reacted with a strong reflex. The pt claimed by being immediately suffering from tinnitus. "A dental hygienist was about to perform scaling with an ems minimaster on a pt. When she applied the tip against tooth nr 18, the pt reacted with a strong reflex. The pt claimed by being immediately suffering from tinnitus."

Manufacturer narrative:
Ems know of no relationship between the symptoms of tinnitus and the scaling procedure performed using the minimaster device. In the many yrs ems has marketed the piezon technology, we have not rec'd any similar report.